Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The lead has been returned for analysis.

Event description:
Subsequent information indicates that the system displayed numerous pacing impedance measurements greater than 2000 ohms. The patient was seen for follow up. Isometrics were performed; no noise was able to be elicited. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the pace impedance measurement for this implantable cardioverter defibrillator (ICD) and another manufacture's right ventricular (rv) lead were fluctuating back and forth. The system will continue to be monitored. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today the device has not been returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the device and rv lead were explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.